Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent graft interventional procedure. Reportedly, the sutures of the first proglide were successfully pre-placed; however, when an attempt was made with a second proglide device, a cuff miss occurred. The sutures of a new proglide were successfully pre-placed. The sheath was upsized to an 18f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.